Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device estimation found: image quality, faulty cable, e221 communication error and otv-s400 video processor. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the 4k camera head, displayed a e221 error-scope communication error. The issue was noted during the preparation for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (added company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the video function did not function normally due to the failure of the cable, which is likely why the communication error might have occurred. Olympus will continue to monitor field performance for this device.